Event description:
Allegedly, the instrument was used with the appropriate manor with the required tibial tray and impacted into the bone. Broaching was undertaken but the tibial punch tower seeemed to raise off the tibial base plate. Pushing down the tower the tibial keal was seated and bottomed out. When counting the instruments back into the trays it was noticed that the posteria lateral peg was missing from e2004028. This was after cemented implantation and at the time of sewing up. No metal remnant was seen protruding from or inside the pulse lavaged tibial surface prior to cementing the tibial plate. The patient was xrayed immediately post op to check for the peg remnant. It was not seen in the soft tissue nore was it seen in the bone on an ap & lat but it could obstructed by the metal keel of the tibial plate.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.